Event description:
It was reported that the silicone adhesive of the pico 7 dressing has been melted, so it did not adhere to the skin well and caused not to be compressed. The treatment was continued with a backup. No patient harm. No delay was reported. The samples will not be returned due to the contamination, and further information is not available.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause is including storage temperature, or component failure. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.